Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2012, utilizing a poly bearing. During the procedure the surgeon noted a scratch and elected not to implant. Another poly bearing of the same size was used to finish the procedure with no delay or patient injury.

Manufacturer narrative:
Although examination of returned device found product to be non-conforming, it is unknown as to when the reported condition occurred. Quality inspection criteria was found to contain adequate verification checks.